Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the system error 322. Service evaluation verified the system error 322 as it was reproduced during recertification testing. The cause was identified to be a failed lower link switch. The lower aux was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 322 (link switch error [low]) during recertification testing. There was no patient involvement. No additional information is available.